Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications, therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site reported to a company field service engineer (fse) that on the last patient of the day the laser was completed during laser assisted cataract surgery. The patient was taken to the operating room where the arcuate was noted as full thickness and perforated. The doctor put in five sutures. No additional surgery was needed. Patient is still under post-operative care. Additional information requested.